Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that flap in right eye had variable thickness. It was stated that epithelium was seen only inferior half of the flap. Surgeon aborted procedure to it. No patient complications. Patient will be re-scheduled at a later date.